Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva" closed IV catheter system single port 20 ga 1.25 in had leakage. The following information was provided by the initial reporter: "holes in the tubing of the nexiva IV catheter".

Event description:
It was reported bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in had leakage. The following information was provided by the initial reporter: "holes in the tubing of the nexiva IV catheter"

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. The photo displayed a used device within a bag. It was noted that the person in the photo was pointing to where the reported damage was located; however, it was unclear if damage was present or not. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.